Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that high capture thresholds were observed on both the atrial and ventricular leads. During the case visual inspection showed insulation damage on both leads. Both leads were explaned and replaced. No patient complications have been reported as a result of this event.